Event description:
It was reported that 138 days after implantation of a 2.75x20 mm and a 2.75x12mm taxus express2 drug eluting eluting stent, an in-stent restenosis occurred. During the initial procedure, a stenotic lesion was located in the mid left anterior descending artery (lad). No information was reported on lesion calcification or vessel tortuosity. A 2.75x20 mm and a 2.75x12 mm taxus stent were deployed in the lesion at 14 atms. No information was reported on the post-intervention percent stenosis. The patient received heparin and angiomax during the procedure and plavix post-procedure. Interventional outcome was reported as "successful." The patient presented 138 days after the initial procedure with a reported in-stent restenosis in the lad. After the lesion was pre-dilated with 2.5x15 mm maverick balloon, a 2.5x16 mm taxus stent was deployed in the lad. No information was reported on post-intervention percent stenosis. No information was reported concerning patient complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.